Event description:
It was reported that via merlin.net, non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. The patient is doing fine.

Manufacturer narrative:
(B)(4).